Manufacturer narrative:
Argus case (B)(4).

Event description:
Asphyxiation [asphyxiation]. Case description: this case was reported by a consumer via facebook interactive digital media and described the occurrence of asphyxiation in a female patient who received denture adhesive powder-double salt (corega powder) oral powder (batch number unk, expiry date unknown) for denture wearer. Concomitant products included no therapy. On an unknown date, the patient started corega powder. On an unknown date, an unknown time after starting corega powder, the patient experienced asphyxiation (serious criteria gsk medically significant). The action taken with corega powder was unknown. On an unknown date, the outcome of the asphyxiation was unknown. It was unknown if the reporter considered the asphyxiation to be related to corega powder. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the powder lasts longer both in fixation and duration, but the powder causes her asphyxiation.